Event description:
On (B)(6) 2011, the pt reported the down button of her infusion device intermittently does not work. She noticed the issue one week ago while attempting to bolus. No physiological effects were reported. The pt did not require treatment form a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.